Event description:
The customer reported that the system software was corrupt beyond self-repair. This issue will prevent the system from booting to a usable state. There was no report of a pt or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.